Event description:
Patient advised she was implanted with uss screws. Approximately 4 years post implant she felt a pop when getting up off the couch. Patient indicated she went to the ER and an x-ray shows one screw has 'broken in two'.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number.